Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 468 mg/dl. Customer stated that the alarm was received last night. Customer tried clearing it but was not able to. Customer stated that he treated with multiple daily injections and feels irritable and nauseated. Customer stated that he also vomited but feels fine to troubleshoot. Customer stated that he was walking the dog last night and it possibly could have been exposed to moisture or a button could have been pressed. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.